Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement, which was confirmed through a chest x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b. Adverse event / product problem (b5. Describe event/ problem). H. Device manufacturers only (h6. Impact codes).

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. No additional adverse patient effects were reported.